Event description:
On 11/04/2016 the consumer stated she opened the product and the smell hit her in the face. She took it out of the box and the smell was worse. The consumer unzipped the cover. She smelled the pad but that was not where the odor was coming from. She smelled the two small vibrators inside of the heating pad. The smell was coming from the vibrators. The consumer placed the heating pad on her back. The consumer stated that she experienced watery eyes, runny nose, burning throat and extreme nausea. The consumer placed the heating on foot of the bed and could still smell it. The consumer stated that when she placed the product about 15 ft. Across the room, the smell enveloped the room. The consumer eventually threw the product out on the screened in porch and closed the door and went to bed. No medical attention was required. Retailer: (B)(6). Purchase date: (B)(6) 2016. This date is an estimate. I still have the product in my possession: yes. The product was damaged before the incident: no. The product was modified before the incident: no. Document number: (B)(6). Report number: (B)(6).